Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete the results will be provide in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the keypad rubber was torn near the ok button, which was first discovered several weeks before calling animas and getting worse with time. He states the audio bolus and contrast buttons have only intermittently activated pump functions when pressed since noticing the tear on the keypad. The pt denies that the pump was exposed to water or cleaning products.